Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, this patient was implanted with gore excluder aaa endoprosthesis featuring c3 deployment system to treat an abdominal aortic aneurysm. It is reported that the patient had a proximal aortic neck angulation of 89 degrees and a aortic neck length of 17mm. On (B)(6) 2012, follow up computed tomography revealed a proximal type I endoleak. On (B)(6) 2013, an intervention occurred whereby two aortic extender components were implanted to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.